Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The following information is stated in the instructions for use (IFU): ¿[3.1 precautions for installation and connection] properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws, lock the cable connector. Otherwise, equipment damage or malfunction may result. [3.4 connection to the ac mains power supply]. Do not extend a single hospital grade wall mains outlet into multiple outlets for connecting the power cords of both the electrosurgical unit and video system center. Otherwise, malfunction of the equipment may result. [6.1 precautions for operation]. Use only olympus high-frequency electrosurgical equipment with this unit. Non-olympus equipment can cause interference on the monitor display or a loss of the endoscopic image.¿ olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the image on the visera elite ii video system center was black during preparation for use. No error message was displayed. The intended therapeutic abdominal surgery was completed successfully with a similar device and no delay. Patient was not under sedation. It was also found that the display on the spare monitor was also black when the electric knife was triggered during the operation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.